Event description:
It was reported that following a pump replacement due to normal battery depletion, the patient experienced withdrawal. The patient felt increased spasms, "his skin is crawling", his lower body was very clammy, and he had been unable to sleep for 1.5 days. The patient was seen by the hcp; x-rays did not reveal any problem with the catheter. The side port of the pump was accessed and the hcp "easily got clear fluid." This was the second occurrence the patient experienced problems with this pump. The patient also had a uti, and it was suspected that this was causing an issue. The patient was admitted to the hospital. The patient underwent surgery. During surgery, the hcp did not see anything wrong with the catheter. The catheter was explanted and replaced. Since the replacement, the patient was doing better and exhibited "good improvement." The cause of the event remained unknown to the hcp. The patient has not been seen by the hcp since the surgery, but the hcp spoke to the patient on the phone. The pump was delivering baclofen.

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted: (B)(6) 2004, explanted:unk.